Event description:
A caller reported an occlusion alarm. The issue led the customer to visit the emergency room and be hospitalized in the intensive care unit (ICU). The customer's blood glucose level reached a high of 666 mg/dl, but there was no injury or ketone testing reported. Treatment involved intravenous fluids of saline and insulin, which resolved the issue without any permanent damage. The customer was released from the hospital two days later on (B)(6) 2026.